Event description:
It was reported that the scope is completely black. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection by the manufacturer was performed and showed the scope to have distal tip and fiber damage. This damage led to the device being completely black upon use. No manufacturing related defects were observed. Use error cannot be ruled out as a contributing factor.